Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description and added concomitant devices device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during surgery, a piece of drill bit broke off in the distal tibia putting in a variable angle-locking compression plate (va-lcp) medial distal tibia plate. It was hitting the variable angle locking screw in the plate when it broke. End of drill bit remained in the patient. The surgery was completed successfully with no surgical delay. Patient status is unknown. Concomitant devices reported: unknown locking screw (part# unknown, lot# unknown, quantity 1), unknown plate (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a piece of drill bit broke off during surgery. The piece of the drill bit had to be left behind in the patient's leg. It is unknown if there was surgical delay. The surgery was completed successfully. Patient status is unknown. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).